Event description:
The patient involved was in her room sitting on the side of the bed. Two or 3 individuals moved the sara plus in position to perform a lift. The harness was placed on the patient. The harness was connected to the lift arms. The individuals involved said they inspected all connections to make sure the harness clips and patient were securely held. Patient's feet were on the sara plus foot board. Knees were against the knee pad. The patient was holding onto the hand grips. The lift was beginning to raise. Midway through the lift the patient slid through the harness falling to her knees. This fall caused the knee skin tear. Patient was then moved manually back to the bed.

Manufacturer narrative:
Further information will be provided upon conclusion of the manufacturer's investigation.